Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there were concerns regarding the right ventricular (rv) pace impedance measurements of this cardiac resynchronization therapy pacemaker (crt-p) due to the age of this device and the use of a non-boston scientific rv lead. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding the right ventricular (rv) pace impedance measurements of this cardiac resynchronization therapy pacemaker (crt-p) due to the age of this device and the use of a non-boston scientific rv lead. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and received for analysis. Other then the surgical procedure, no additional adverse patient effects were reported. Returned product analysis found no evidence to indicate product anomaly.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there were concerns regarding the right ventricular (rv) pace impedance measurements of this cardiac resynchronization therapy pacemaker (crt-p) due to the age of this device and the use of a non-boston scientific rv lead. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there were concerns regarding the right ventricular (rv) pace impedance measurements of this cardiac resynchronization therapy pacemaker (crt-p) due to the age of this device and the use of a non-boston scientific rv lead. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.